Event description:
The angiojet solent dista catheter would not prime. During the countdown, it would stop and give error message. Multiple attempts were made to prime it with no success. The rep for boston scientific was present and tried troubleshooting as well with no success. A new catheter was retrieved and used. Did not enter the patient's body. New catheter opened and no further complications.